Event description:
Reportable based on device analysis completed on 26sep2018. A 035/260/3mm amplatz super stiff guide wire was received with no reported issues. However, upon review of this device, it was noted that the device was broken, the core wire was found to be detached and coating was peeled. Unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device presents its coil elongated and bent on the distal section and it presents coating damages on the body of the device. Moreover, the core wire is detached and broken on its distal section. Overall length was unable to be measured due to the condition of the device (elongated). Outer diameter of the distal tip, middle of the device, and proximal section was were within specifications. It was further reported that the guidewire was damaged upon removing from the package during preparation for a pulmonary angiography. The procedure was completed with another of the same device. There were no patient complications reported since the device was not used inside the patient. The patient's status was stable.

Event description:
Reportable based on device analysis completed on 26-sep-2018. A 035/260/3mm amplatz super stiff guide wire was received with no reported issues. However, upon review of this device, it was noted that the device was broken, the core wire was found to be detached and coating was peeled. Unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device presents its coil elongated and bent on the distal section and it presents coating damages on the body of the device. Moreover, the core wire is detached and broken on its distal section. Overall length was unable to be measured due to the condition of the device (elongated). Outer diameter of the distal tip, middle of the device, and proximal section was were within specifications.